Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va1d3rh, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.. Date of event is estimated.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had device explanted due to infection or allergic reaction per hcp described. It was noted that the issue was resolved at the time of the reported. There were no further complications that have been reported as a result of this event.